Event description:
It was reported a patient presented with bradycardia due to atrial lead dislodgement, confirmed via x-ray. The atrial channel and ventricular channel were both pacing at the same time, also indicating a fallen lead. The atrial lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.